Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient called stating that they felt a buzzing around their device and that her device was just moved recently and was still inflamed. Follow-up was conducted and from the information obtained it was reported that the patient was last seen at the clinic on the same day as they made patient services call and there was no mention of device buzzing. The clinic did report that prior to this clinic visit, the patient had made frequent complaints of discomfort/pain in area of device. A pocket revision was then done on (B)(6) 2012, in order to reposition system using same device and leads. It was found at the pocket revision that the lead wires had migrated laterally. The physician moved the wires to underneath the device. That procedure has greatly improved the patient symptoms; however, the doctor has discussed possible solutions for ongoing discomfort that the patient is experiencing. There is a tentative date set up for another lead revision on (B)(6) 2013. The device and lead remain in use. No patient complications have been reported as a result of this event.